Manufacturer narrative:
Section a2, a4, and a5 patient information: unknown; not provided. Section b3 date of event: unknown; not provided. Section d-1 brand name: unknown as information was not provided. Section d-4 model number: unknown, as product serial number was not provided. Section d-4 catalog number: unknown, as product serial number was not provided. Section d-4 device serial number: unknown as information was not provided. Section d-4 expiration date: unknown as product serial number was not provided. Section d-4 UDI number: unknown as product serial number was not provided. Section d6a: if implanted; give date: unknown; not provided. Section d6b: if explanted; give date: unknown; not provided. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h-4 device manufacture date : unknown as product serial number was not provided. Section h6 clinical code 4581 is provided for shallowing or collapsing of the anterior chamber. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a retrospective study was done to examine the effectiveness and risk factors for baerveldt glaucoma drainage (bgd) implantation in uveitic glaucoma. Sixty-two eyes with uveitic glaucoma had undergone bgd implantation and were examined for the effectiveness and risk factors for bgd implantation in uveitic glaucoma. As a result of the study, postoperative complications includes; flat anterior chamber that required injection of viscoelastic material into the anterior chamber (including 3 eyes that underwent additional ligation of the tube), wound dehiscence with leaking of aqueous humor, hyphema, vitreous hemorrhage, fibrin formation in anterior chamber, corneal erosion, tube-corneal endothelium touch, tube-iris touch, chorodial detachment, hypotony maculopathy, macular edema, diplopia (temporary), acute anterior uveitis (recurrence) - one was treated with subconjunctival injection of betamethasone valerate, tube exposure (were covered with a preserved sclera), endophthalmitis (had a vitrectomy performed), and failures that were due to higher intraocular pressure (iop) and due to hypotony. There were no further interventions reported. No additional information was provided.